Event description:
It was reported that during the unk surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025 d4: batch # 299d04 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage along with an opened packaging and with the proximal 6 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, however, one staple was malformed on the distal end. No conclusion could be reached on what caused the malformed staple. The event reported was confirmed and it is related to improper use of the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 299d04, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.